Event description:
It was reported that an initially very ill patient (cerebellar hemorrhage) deteriorated on the device. Based on the information available, it is not clear whether the initial illness, a use error or a device malfunction led to this deterioration. Therefore, we report the event as a serious injury. It was subsequently reported that the patient recovered and has since been discharged.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Manufacturer narrative:
The investigation was based on the reported event and provided information like logfile analysis and photos of the affected savina 300 device. The statistical log does not contain any errors that reveals a device malfunction during the reported day of event. According to the investigation results, the device reacted as specified on a detected deviation in the breathing circuit system and posted appropriate audible and visual alarm. The "peep high" alarm was caused by a deviation between the set and measured peep caused the patient condition or obstructions within the breathing circuit. No device malfunction could be found. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. If the performance of the device is impaired, the user will be alerted by appropriate visual and audible alarms. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that an initially very ill patient (cerebellar hemorrhage) deteriorated on the device. Based on the information available, it is not clear whether the initial illness, a use error or a device malfunction led to this deterioration. Therefore, we report the event as a serious injury. It was subsequently reported that the patient recovered and has since been discharged.